Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly the patient suffered personal injuries due to a surgical procedure involving the placement of an acetabular shell 52 mm implant on (B)(6) 2019.